Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint of a broken cable was confirmed by failure analysis, however there was no finding of a missing fragment. An image was received from the customer and reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Analysis of the photo also indicated that the issue was a broken grip cable.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The cable fragment was not found in the operative field, but there was a gap of 3mm when the cables were matched together. No fragment was retrieved.